Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Account complained to the sales consultant that the instruments are rusting around the etch. This is 2 of 6 reports for the same event.

Event description:
This is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date is unknown. Operator of device was a health professional. This is report 2 of 6 for complaint (B)(4). Correct manufacturer information is synthes (USA) , (B)(4). Original awareness date is (B)(4) 2012.